Manufacturer narrative:
The customer indicated the tubing was discarded. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak while in use with a power injector; subsequently blood loss was noted. On an unspecified date, the customer contact reported that during a CT scan, the tubing set was being used to deliver 85-90ml of omnipaque 300, at a rate of 2.0ml/second, with a pressure setting of 200psi, via a power injector. It was reported that the option lok male adapter of the extension set was connected to the patient's IV access site. The customer contact reported that 35-45 seconds after the delivery was started, an unspecified volume of solution leaked from an unspecified location of the clave port of the tubing set. A reported minimal volume of blood loss was noted. The tubing set was replaced and the procedure was resumed. At an unspecified time, the CT scan was completed. It was reported that the patient received a total volume of 25-50ml of contrast medium. The customer contact reported that the CT scan was not an "optimal study" ; however, the patient did not require an additional scan. The physician was notified. There was no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.